Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05028 and 0001822565-2019-00806. Report source: (B)(6). Concomitant medical products: unknown stem catalog#: ni lot#: ni, unknown tibial tray catalog#: ni lot#: ni, unknown stem catalog#: ni lot#: ni, art surface 12mm fem sz f catalog#: 00588006012 lot#: 63601859. Reported event was confirmed by review of radiograph. Review of x-ray identified displaced fracture of the lateral femoral condyle. Additionally, the fit and alignment of the implant were normal. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation will be sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left knee procedure. Subsequently, the patient was revised approximately six (6) months post-implantation due to instability and pain. Attempts were made, and no further information is available.